Event description:
This MDR is related to MDR 3013840437-2021-00193 referring to the same patient. Follow-up information was received on 20-sep-2021: this case was downgraded to not serious. The event term visibility of the product / radiesse crystals/ xanthylasma like appearance was amended to visibility of the product / radiesse crystals/ xanthylasma like appearance/ nodularity, and the coding remained unchanged. It was confirmed that the patient was injected with radiesse, across the lower lateral eyelid and mid cheek, as a hydrodissection. Radiesse was diluted 1:1. Laxity, atrophy and skin pigmentation were noted on (B)(6) 2020. In (B)(6) 2018, the patient had her first appointment at the clinic. She had her previous tear trough filler hyalased and then refilled. The patient was later injected with 1ml or 2ml of belotero volume, into the midface and lateral cheeks, on (B)(6)2018. A 25g cannula was used for the injection. On (B)(6)2018, she was injected with a total of 0.2 ml of emervel volume, into the pseudo tear trough on the left, using a 25g cannula. On (B)(6)2018, after her upper blepharoplasty (also reported as bleph), infraorbital swelling was noted. As reported, hyalase was injected bilaterally, for the infraorbital filler, on (B)(6)2018. On (B)(6)2018, the patient was injected with a total of 0.6 ml (0.3 ml into each side) of emervel volume, into the pseudo tear trough, and with a total of 0.8 ml (0.4 ml into each side) of teosyal redensity ii, into the tear trough. As reported, the unused filler was stored in the fridge. On (B)(6)2018, the patient had further tweaking of the midface and tear trough with filler. Infraorbital hyalase was injected on (B)(6)2018. As reported, on (B)(6)2018, there was a call from a practice manager, and the left-over filler was going to be used by the end of (B)(6) (assumed as what was in the fridge). On (B)(6)2019, the patient was injected with a total of 0.1 ml of redensity ii, into the tear trough, a total of 0.1 ml of restylane volume, into the nasojugal lines (reported as njl) and with a total of 1 ml of intense (as reported,) into pre-jowl sulcus (reported as pjs). The pre-jowl sulcus was tweaked with 0.2ml of restylane volume, on (B)(6)2019. On (B)(6)2019, she was injected with 0.2 ml/ 0.1 ml of restylane volume, into each side of the infraorbital and with 0.4 ml/ 0.2 ml of redensity ii, into each prepalpebral area. On (B)(6)2019, the patient was injected with a total of 0.3 ml of redensity ii, into the pre palpebral area. On (B)(6)2019, she was injected with a total of 0.2 ml of intense, into the infraorbital mid-point, using a needle. On (B)(6)2019, the tear trough filler was gone post hyalase, and festoons, and a prominent zygomatic cutaneous ligament insertion were noted. On (B)(6)2019, the patient was overfilled from the mid cheek filler, and hyalase was injected into the deep mid cheek. In addition, she was injected with a total of 0.1 ml of restylane volume to phi (as reported), and with a total of 0.1 ml, into the maxilla temple fusion line. On (B)(6)2019, she was injected with redensity ii, into tear trough, and with restylane volume, into the mid cheek medial (as reported) and lateral suborbicularis oculi fat (soof). Hyalase was injected into the right cheek, on (B)(6)2019. On (B)(6)2019, the patient was injected with a total of 1ml of intense, between sides of the mid cheek on the bone and zygomatic-cutaneous ligament. On (B)(6)2019, she was injected with a total of 0.35 ml (0.15ml into left and 0.2ml into the right) of restylane volume, into the medial lateral cheek, on the bone. On (B)(6)2020, laxity in the skin of the lower eyelid was noticed, and belotero intense was injected, into the deep medial cheek and perioral. On (B)(6)2020, hyalase was injected for infraorbital swelling. The selfie from the patient showed considerable bruising and swelling. On (B)(6)2020, there was percutaneous expression of fluid of the suborbicularis oculi fat. On (B)(6)2020, there was still some residual swelling. A percutaneous expression was attempted, and she was given a tapering course of steroid. On (B)(6)2020, there was yellow / orange discolouration of her skin, residual swelling and an uneven tear trough. On (B)(6)2021, there was an overproduction of collagen along the tear trough groove and orange staining of her skin. A total of 1ml of restylane lyft (reported as lyft) was injected into the lateral malar and zygoma. On (B)(6)2021, the discoloration was still obvious. A total of 1ml of restylane lyft was injected into the medial cheeks, below the orbicularis retaining ligament/ tear trough. On (B)(6)2021, a total of 0.2ml of restylane volume was injected into the lid/cheek junction, using a 25g cannula. A total of 0.1ml of restylane volume was also injected into the oral commissures and a total of 1ml of restylane lyft was injected into the jaw. No clinical photographs were taken since radiesse treatment. As reported, from the clinical notes it appeared that the yellow / orange discolouration was most likely from the radiesse, and given the amount, was possibly going to take another year or longer to dissipate. However it was able to be managed with makeup (as reported). The festoons and skin laxity of the lower lid was most likely from the multiple filler treatments (16 periocular / midface filler injection procedures) and hyalase (at least 6) that possibly required surgery. It was noted prior to the radiesse treatment. Nodularity and the thickness along the orbital rim were possibly delayed inflammatory nodules as a result of multiple injection treatments to that area. They were also possibly nodules of radiesse, created within the orbicularis muscle. The patient was suggested to see a physician, for clinical assessment and management plan, and to consider a different physician (who did the upper blepharoplasty) for a lower blepharoplasty. The patient was also suggested to hyalase out all of the hyaluronic acid filler, and was told that she was probably going to need to wash out calcium hydroxyapatite crystals from the tissue with saline, in surgery, to reduce visibility. As reported, it was not going to be completely removed. She was advised to consider psychological support. The patient was not seen or spoke to the key opinion leader. The outcome of events was left unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event major swelling/significant swelling/thickened skin/puffiness/oedema/ malar bags/worse post her treatment (pt: edema aggrevated), was deemed to meet the serious criteria of surgical intervention was deemed necessary to prevent permanent damage. The device history record of radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This MDR is related to MDR 3013840437-2021-00193 referring to the same patient. Follow-up information was received on 27-nov-2021: this case was upgraded to serious. This follow-up information was received from the initial reporting physician. This physician informed that as per report of the physician who reported the follow-up information on 26-feb-2021 (received by the manufacturer on 19-jul-2021) on 27-aug-2021 and on 20-sep-2021, the patient was going to need surgery to rectify her complications from radiesse and to prevent permanent damage. The outcome of the events remained unchanged.

Event description:
This MDR is related to MDR 3013840437-2021-00193 referring to the same patient. Follow-up information was received on 22-dec-2021: this follow-up information was provided by the initial reporting physician. At the time of this report, the patient did not undergo surgery, and was under the care of a third physician, as per the recommendations. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, major swelling/significant swelling/ thickened skin / puffiness / oedema/ malar bags/ worse post her treatment (edema aggravated), was deemed to meet serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to 3013840437-2021-00193 referring to the same patient. This spontaneous report was received from an (B)(6) physician via business development manager and concerns a female patient. The patient was injected by another physician, with a total of 6 ml of radiesse®, into the lower eyelid, tear troughs (reported as tt) and the lid cheek junction, on (B)(6) 2020. She was injected into the subdermal plane bilaterally, with 2 syringes of 3 ml, using a 27g cannula. Radiesse® was hyper diluted with 2% of xylocaine (product preparation issue, off label use of device). After the treatment with radiesse®, the patient experienced major swelling (considered as severe) and redness. As reported, the patient was seen by a physician, on (B)(6) 2020. The patient experienced significant swelling and bruising, for 6 weeks post procedure. Due to the provided information the outcome of the events major swelling/significant swelling and bruising was considered as resolved. The outcome of the event redness was unknown. Follow-up information was received on 26-mar-2021: the event discolouration was added. The event term major swelling/significant swelling was amended to major swelling/significant swelling/ thickened skin, and the coding remained unchanged. The patient was previously injected with botulinum toxin and a hyaluronic acid filler. The patient had no known allergies. On (B)(6) 2020, the patient experienced the events. As reported, discolouration and thickened skin were still evident, 4 months after the procedure. The severe swelling and bruising persisted for 6 weeks post initial procedure. At the time of this report, the patient was left with discolouration of her tear troughs and thickened skin. The patient did not receive any corrective measures. Due to provided information the outcome of the event discolouration was considered as not resolved. Due to provided information the outcome of the event major swelling/significant swelling/ thickened skin was considered as not resolved, and therefore changed from resolved. The outcome of the events bruising and redness was left unchanged. In the opinion of the reporter, treatment was not necessary to prevent permanent damage. Case closure dated on 16-jun-2021: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 07-jul-2021: the physician stated that the patient was not seen until a couple of weeks prior to this report. As reported, the problem was not resolving, and any corrective measures were performed. Due to the provided information, the outcome of the events remained unchanged. Follow-up information was received on 13-jul-2021: the reporting physician informed that they have taken over the patients care for radiesse® related complications from another physician. The patient was left with discolouration of her lower eyelids and tear trough, with a thickening in her skin and constant swelling, appearing like eyebags. At the time of report, she was very distraught about her cosmetic appearance. There was no corrective treatment performed, as advised by an key opinion leader (reported as kol) plastic surgeon. Due to the provided information, the outcome of the events remained unchanged. Follow-up information was received on 26-feb-2021 (received by the manufacturer on 19-jul-2021): the event discolouration was deleted. The event visibility of the product was added. As reported, the patient was injected with 3 ml of radiesse® subcutaneous as a hydrodissection. The patient looked like she had excess swelling and bruising initially that was resolved. At the time of this report, the patient had a cream streak across her tear trough area. According to the physician, this was visibility of the product, which in the physicians experience occurred in approximately 1/3 patients and went away over time as the collagen built and the pigment went away. As reported, it was easily covered with concealer which the patient used anyway. As reported, this was a treatment for pigmentation that took time and it was not acting as a filler (far too dilute for that), but as a treatment that took time and had long lasting benefits in patients with hyperpigmentation issues. On (B)(6) 2021, the key opinion leader was brought in to assist with the patient, and asked for up to date pictures, to have further discussions with the current physician who took over the patient. As reported, it was a patient expectation setting matter and these issues were going to resolve with time, with a good outcome. Due to the provided information, the outcome of the event visibility of the product was considered as not resolved. The outcome of the events bruising, redness and major swelling/significant swelling/ thickened skin remained unchanged. Follow-up information was received on 27-aug-2021: the event visibility of the product was amended to visibility of the product / radiesse crystals, and the coding remained unchanged. The event major swelling/significant swelling/ thickened skin was amended to major swelling/significant swelling/ thickened skin / puffiness / oedema/ malar bags, and the coding remained unchanged. The patient was injected a total of 1ml of radiesse®. Radiesse® was hyper-diluted into 10 ml of saline. The patient had a filler which was dissolved a few weeks prior to the radiesse® injection. After the radiesse® injection, the patient had severe swelling and bruising. This took 2 months to improve and at the time of this report, 9 months on, she still had persistent puffiness and discolouration of her skin. The patient was very anxious, mentally and socially, deeply affected by this. The physician saw the patient photos and advised that the bruising looked terrible and that the patient had malar bags, which were possibly there prior. Radiesse® crystals were still visible, which had to improve in the future. The physician said that the longest he saw this xanthylasma like appearance was 8 months (as reported). The patient had some residual hyperpigmentation of the tear trough area itself and that if the patient was going to undergo surgery there was a fair chance it was going to make things worse. The malar oedema was possible going to get worse, at least temporarily and it was going to be unclear how to get rid of the discolouration. The outcome of the events was left unchanged. Follow-up information was received on 07-sep-2021: this case was upgraded to serious. The event term major swelling/significant swelling/ thickened skin / puffiness / oedema/ malar bags, was amended to major swelling/significant swelling/ thickened skin / puffiness/ oedema/ malar bags/ worse post her treatment, and it was recoded from injection site swelling to edema aggravated. The patients full initials were provided. As reported, during the initial period of recovery post procedurally, when the patient looked her worst, she locked herself in her bedroom for 2 weeks and wore sunnies in her house, because she was so ashamed of how she looked, even with her family members. A few months prior to this report, during the last consult with the patient, the physician noted ongoing yellow/orange discolouration in her tear trough and puffiness. The patient did have pre-existing malar bags, but it was evidently worse post her treatment. According to the physician, 18 months was too long of a wait (considered as permanent damage). The patient wanted to resolve the issue as soon as possible. The physician contacted the patient for consent to release her medical records and share them with the key opinion leader. As reported, there were no photos taken at the clinic after her complication, as the patient got very upset about it, and did not let anyone take photos of her, despite explaining that the photos were a medical requirement. As reported, the patient was wearing sunnies everywhere she went, as she did not want anyone to see her eyes. The physician was not sure if the patient was psychologically able to wait it out, and have it looking worse than it was at the time of this report. As reported, it definitely became a very tricky situation and it was definitely concerning that surgery was possibly not going to relieve her concerns. The outcome of the events was left unchanged.